Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to the emergency room on (B)(6) 2020, with complaint that the skin over the ins had opened and he could see the device. The surgeon took the patient to surgery on (B)(6) 2020. The ins pocket was opened and the existing ins was removed. The pocket was irritated and vanomycin powder was put in the pocket. A new ins was attached to the existing extension and placed in the pocket. The pocket was then closed. No further complications were reported/anticipated.